Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 10/14/16 with the following findings: black box shows no evidence of time/date reset. The battery compartment is cracked below the grip pad. Ez-prime¿ steps were performed correctly, no eaw occurred during the investigation. The pump reverted to default setting after 6hr of power on reset. Reported ¿time/date reset¿ complaint is duplicated. The pump was opened and disassembled, internal battery component was found leaking. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, and cracked compartment. This report is made based on the results of an investigation completed on (B)(6) 2016.